Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the white plastic detached from cannula to the join space, they used a grasper to remove it. The procedure was completed with the same device and a delay greater that 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection found two cannula caps were returned. The cannula and obturator were not returned. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified and the root cause could not be determined, as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.